Manufacturer narrative:
Block b3: exact date unknown, event occurred two months after implant.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted device will not be returned.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.